Event description:
The manufacturer received information that "on (B)(6)2024 a sales rep met with a doctor at a hospital and received a complaint, stating that a patient who requested to switch from the dreamstation using at their home to the trilogy evo was admitted, unsure the date of admission, but the machine was in CPAP mode instead of the prescribed st mode. On checking with the installation rep, it was confirmed that the machine was indeed set up in st mode, and the inspection report was also made in st mode. Additionally, the event log showed that on (B)(6)2024, the mode was changed from st to CPAP. At present, it is assumed that the mode change on (B)(6)2024 was after the patient's hospitalization due to respiratory failure, but that assumption has not been confirmed". The current information does not include an allegation of a device malfunction, only information stating that the device settings were not correct at the time of the event. Which in turn the incorrect settings potentially caused or contributed to the patient's respiratory failure the device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.